Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the healthcare professional (hcp) via the company representative regarding a patient receiving an unknown drug from an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2016 the rep was at a revision for a confirmed catheter issue. The catheter had a leak. No patient symptoms were reported. Additional information was reported by the healthcare professional (hcp) on 2016-06-16. It was reported that the date of onset of the event was (B)(6) 2016. The pump was used to deliver dilaudid (3.981mg/day at 10 mg/ml), clonidine (19.906 mcg/ml at 50 mcg/day), and bupivacaine (7.962 mg/ml at 20 mg/day). The patient's concomitant medications included soma, duragesic patch, and butrans patch and the patient's medical history includes shellfish and adhesive tape allergies. The event was clarified to be a catheter leak posterior to paraspinal muscles at connector site. The patient had experienced increased pain as a result and a CT scan with contrast had been done. The CT showed post-surgical and degenerative changes in the lumbar spine, which was essentially stable compared to prior examinations. The intrathecal catheter tip was at t10. The contrast was injected into the catheter however no contrast was seen intrathecally and the contrast was seen filling into the soft tissues superficial to the paraspinal muscles posterior to l2. There had been a leak at the connector site. The patient had experienced pain which involves the lumbar, mid back and left leg. During the procedure once the abdominal pocket was infiltrated with 1% lidocaine and opened the pump was able to be rotated in the pocket and needed to be secured into place. The pump was easily identified and removed and all sutures were carefully removed. The skin at the area of the lumbar incision was infiltrated with lidocaine 1% with epinephrine and the previous incision was reopened and the ancho, catheter and previous connection site were identified. Under fluoroscopic guidance the side port was aspirate and injected with dye which showed leakage around the connector site and possibly deeper along the length of the catheter. The decision was made to remove the catheter from the previous tunneling in the spinal and replace the connector and everything forward to the intrathecal space. A 14 gauge tuohy needle was inserted gradually into the cerebrospinal fluid (csf) and there was free flow of csf. The catheter was placed with the tip around the t6 level, tow pursestring sutures were placed using 2-0 ethibond sutures, then two anchor locations were chose and the sutures were placed for those and the needle was removed. A wing butterfly connector fixator was placed around the catheter and secured to the deep fascia using ethibond 2-0 sutures, the pursestring suture was tightened and the catheter was trimmed to the proper length .the catheters were connected to each other using a bard connector and attention was paid to prevent kinking or any abnormal curve in the catheter. Csf flow was going through the catheter. The pump was placed with the tip oriented toward umbilicus. All four rings of the pump were secured to the deep fascia using zero ethibond sutures. Both incisions were irrigated with antibiotic solution and closed and a dressing was placed as a protective cover over the abdominal and back incisions with an abdominal binder. A post op appointment was made for the following week. The plan was for the patient to be mostly supine for the next 24 hours and take oral antibiotics for 5 days. The pump was started with dilaudid (10 mg/ml at 0.5 mg/day) with a solution of dilaudid 10 mg/ml and bupivacaine 20 mg/ml.

Event description:
Additional information received from the healthcare provider reported the cause of the catheter leaks were unknown.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.